Event description:
A malfunction alarm identified as malf 9 occurred, but it was reported that the customer's blood glucose level did not exceed 500 mg/dl and remained within the normal range. The customer received information from technical support on how to reset the pump, successfully performed the reset, and confirmed that the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the issue appeared again, which they acknowledged and understood.